Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. It was determined that using the prime system cycle may cause tubing to disconnect in the lower flowcell area. It was recommended that the prime system cycle not be used by field service, applications or the call center.

Event description:
Instrument operator noted that use of the prime system cycle on an already fully primed dxh 800 instrument, supplies too much pressure to the flow cell area creating the possibility that tubing may disconnect. The sample line used to deliver pt blood and reagents to the flow cell is the tube most likely to disconnect. If a tube disconnects, the fluid leak may result in an uncontained biohazard exposure and/or, a variety of errors such as flow cell clog, partial clog errors, incomplete computation and/or system status messages associated with the differential, reticulocyte, and nucleated red blood cell parameters. The problem was discovered in house and no actual results were generated. The operator was wearing proper ppe (personal protective equipment). There was no exposure of potential biohazardous materials to mucous membranes or open skin lesions. The operator did not seek medical attention.